Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that there was an adverse consequence to the patient. Symptoms of pressure "behind left eye and left ear drum and left side of the neck stiff. There were also associated symptoms of vomiting and dry heaving, dizziness, light headedness, numbness and tingling in both hands and headaches. The patient stated that the main symptoms of pressure have resolved. However, at that time, there were still leftover symptoms of "dizziness, light headedness, numbness and tingling in both hands and headaches. An assignable cause of anticipated procedural complication will be assigned to the reported events 'patient neurological deficit' and ¿patient headache non-serious¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post subject stent implantation procedure at the left internal carotid artery-communicating (c7 segment), during a follow up, the patient reported to have symptoms of pressure behind left eye and left ear drum and left side of the neck stiff. There were also associated symptoms of vomiting and dry heaving. There was no medical encounter related to these symptoms. The patient stated that the main symptoms of pressure have resolved. However, there were still leftover symptoms of dizziness, light headedness, numbness and tingling in both hands and headaches.